Manufacturer narrative:
An event of heart failure and concern of perivalvular leak was reported. It was also reported that the valve was snared but the valve embolized to the ascending aorta. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted. On an unknown date, the patient returned via emergency room a few days later with heart failure. A transesophageal echocardiogram (tee) was performed on the patient and was noted possible concern of perivalvular leak. After a couple weeks of planning and treatment, the physician made a decision to snare the valve up by a few millimeters. On (B)(6) 2023, dr. (B)(6), was able to snare the valve, but unfortunately the valve embolized to the ascending aorta. A new unknown valve was then prepped and implanted into the native annulus with no complication. The patient is stable.